Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that signal loss over one hour occurred. On (B)(6) 2023, the patient experienced signal loss from the receiver greater than 1 hour but less than 3 hours. It was not specified if the patient was aware of the signal loss or was checking the bg (blood glucose) by fingerstick during the period without readings, alerts, or alarms. The patient reported a history of hypoglycemia unawareness and fainted due to hypoglycemia. It was not mentioned if the bg was checked at that time. The sister treated the patient with glucagon. There was no documentation of further medical evaluation or intervention for hypoglycemia with loss of consciousness. At the time of the report, the patient was stable. Of note, the patient uses a tandem pump. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Voltage testing was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.